Event description:
Reporter alleged the patient received a result of 384 mg/dl on inform system 1 compared back to back with a result of 144 mg/dl on inform system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1. (B)(4).

Event description:
It was reported that a pt never had therapeutic effect while the device was turned on. Stimulation in the wrong location was also noted. Initially it was reported that the wrong area reciving stimulation was his back, but later it was indicated that he was only feeling stimulation on right side of his leg vs. The left side. The pt visited his hcp on (B)(6) 2010, and was informed that a lead migration was suspected. A surgical revision was planned to take place on (B)(6) 2010. The pt's outcome was not reported. Add'l info is being requested from the hcp, and will be provided in a f/u report at it becomes available.